Manufacturer narrative:
The device returned for evaluation. Console purge assembly was inspected. Upon opening the purge assembly door, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) purge disc broke off. It was reported that the nurse tried to advance the purge disc into the aic purge disc slot multiple times but still was getting error messages that the disc was not detect. On the final attempt the purge disc slot on the aic broke off. The device was replaced with another aic. Additional information states the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.